Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change procedure that the right ventricular (rv) lead was damaged. It was also reported that the rv lead exhibited loss of capture, oversensing, and the impedance dropped. The rv lead inactivated and was replaced. No patient complications have been reported as a result of this event.